Manufacturer narrative:
Visual and microscopic examination of the returned device revealed that no residue was present on the device to indicate use. The suture had been removed from the device and was not returned for evaluation. The stent was found to be kinked in five places in the proximal 5 centimeters of the device. Four of the kinks occurred at the sideport holes in the proximal pigtail. The most proximal sideport hole was torn and jagged for a length of 4 millimeters in the proximal direction. A 0.038 inch guide wire could be passed through the stent with severe resistance being met at the proximal pigtail. A device history record review was performed and no issues were noted. It appears that the device was kinked during preparation prior to use when the suture was being removed from the device; therefore, the most probably root cause of the reported complaint is related to handling.

Event description:
This complaint is now reportable based on the review of the returned device analysis. It was reported that while preparing for a ureteral stenting treatment procedure the bladder coil was "mangled". A percuflex plus stent had been selected to treat an unspecified lesion. When the stent was removed from its packaging, it was noticed that the bladder coil was "mangled". The device packaging did not appear damaged. An unspecified guide wire was unable to be passed through the device. The device did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine". However, the returned device analysis confirmed that the sideport hole was torn.